Event description:
Needle released from suture, needle embedded in tissue, needle not visible via laparoscopy, surgeon plan of action to take x-ray at end of procedure in or, follow up with CT scan postop and determine course of action after obtaining results.